Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is failing to charge defibrillation energy. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.